Event description:
It was reported that noise was observed on the lead. Noise was reproducible with provocation testing. Insulation damage suspected. The device dislodged and was explanted. The information provided noted that the patient expired due to cardiogenic shock one week post-implant of the replacement lead. Physician stated that cause of death was not related to device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.